Manufacturer narrative:
B3 date of event was estimated based on aware date. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that slow flow occurred. The information was obtained at the 33rd japanese society of cardiovascular intervention and therapeutics in 2025. The patient presented with acute chest pain. The 99% and 90% stenosed segments were located in the left anterior descending artery (lad). Following preparation of the 99% stenosed segment with a non-boston scientific balloon and a wolverine cutting balloon, temporary slow-flow occurred required nicorandil. Treatment with an agent drug coated balloon (dcb) achieved stable timi 3 flow with favorable hemodynamics. This case demonstrated dcb strategy's feasibility in super elderly patients offering a less complex approach without permanent implants. The shorter duration of dual antiplatelet therapy after dcb treatment provides additional safety in this high-risk group prone to bleeding complications.